Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging error 4. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up2:supplemental sent to correct information previously sent. Alert date should have stated 05/27/2015.

Manufacturer narrative:
Follow-up # 1.the lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis on with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed.the error message was observed in the error log, but the error was not reproduced during the investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.